Manufacturer narrative:
Upon receiving feedback from customers regarding the "inability of the safety injection needle arm to completely shield the needle tip," we immediately organized a quality control and production team to investigate the issue. The specific findings are as follows: (1) upon reviewing lot: ckdj05-01 production records, no abnormalities were found in the production process, and there were no changes in raw materials or production processes. (2) after examining recent market feedback, it was found that our company received a total of 2 similar cases, all of which were due to clinical operational errors and not caused by our product quality. (3) retained sample inspection: on june 26, 2023, 50 retained sample products from lot: ckdj05-01, specification: 21gx1 1/4" (due to incorrect lot information provided, it was restarted on june 26, 2023), were selected for visual inspection. The needle and protective sheath were straight with no bending, and the safety arm showed no signs of damage or breakage. Additionally, 10 retained sample products were selected and tested by pressing against a desktop (5 samples) and stimulating with a thumb press (5 samples), all of which were able to be stimulated and shield the needle tip as shown in the video in appendix 1. Furthermore, 10 samples were tested for safety device activation force by applying 5n of force, and all safety devices were able to activate and close. (4) based on the investigation findings, the results of the activation force test for this batch of safety injection needles meet the requirements, and the simulated test results all showed normal activation. According to the defective product image provided by the customer, there were no abnormal bending of the needle, suggesting that the needle tip was not shielded by the safety device due to the needle not entering the safety lock. Our preliminary analysis suggests two possible scenarios: 1. Damage to the lock causing the needle to not enter the safety device properly; 2. The length of the needle in this safety injection needle model is slightly long, and insufficient force or incorrect pressing during the activation of the safety device may have led to ineffective triggering of the safety device.

Event description:
After using the safety lancet for blood collection, the customer tried to place the needle into the safety device but due to the bent protective cover, the needle could not be properly inserted.